Manufacturer narrative:
Concomitant medical product: 402452 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during deep pocket manipulation at the bend of the right atrial (ra) lead oversensing noise was noted. This lead to inhibition of pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.